Manufacturer narrative:
No product was returned. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No serial/lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that the patient increased her remodulin rate to 43 on (B)(6) 2023 and felt great, but when she changed her cassette, she became fatigued and had increased chest pressure. When she changed her cassette and pump she feels a lot better. She believes her pump or cassette may have malfunctioned. Replacement pump sent. No further details provided.